Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaints trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. It was noted that no rpm was displayed on the screen. All connections were confirmed to be okay. No patient was involved in the event.

Manufacturer narrative:
Corrected: upn-search from (B)(4) - ce rotablator - cmc - (B)(6) - interv cardiology - (B)(4) to (B)(4)- rotablator console kit assy ul/csa - (B)(4), upn from (B)(4) to (B)(4). Updated: catalog/model #, device lot number, device expiration date, and device manufactured date. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. It was noted that no rpm was displayed on the screen. All connections were confirmed to be okay. No patient was involved in the event.